Event description:
User facility reported the device was in use with patients and measurements given did not match the measurements of the non-invasive pressure monitoring equipment. User facility also reported difficulty during calibration of equipment and noted increases in pressure values during use. User facility reported that a treating physician determined an add'l invasive diagnostic procedure was necessary (transesophageal echocardiography) in some cases to exclude possibility of cardiac tamponade. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.